Event description:
I had a tmj prosthetics implant put into my right tmj. About 6 months after the surgery, the muscles in the right side of my face began to spasm constantly - the spasm can be heard on an emg. It is incredibly painful. I had to have botox and steroid injections every 3 months to help with the pain. Because of this situation, I am also on a host of medications. I have been disabled since 2008. I have volumes of records, MRI's, etc with my oral surgeon, (B)(6), my family physician (B)(6), my neurologist (B)(6), etc. I have been hospitalized 2 to 3 times every year since the surgery. (Please note I was only on synthyroid, nadolol, and maxalt before this occurred).